Manufacturer narrative:
Testing and investigation reported that the mechanism was received with one of the bumpers melted. The probable cause is unknown.

Event description:
The event involved a customer allegation of a device with a broken door handle. During verification testing, the device was found to alarm for e346 (distal press snsr 2) requiring replacement of the mechanism assembly, which was found to have a melted black bumper. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Event description:
The event involved a customer allegation of a device with a broken door handle. During verification testing, the device was found to alarm for e346 (distal press snsr 2) requiring replacement of the mechanism assembly, which was found to have a melted black bumper. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.